Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. Batch record for the lots identified were reviewed and confirmed there were no deviations or nonconformance's during the manufacturing process.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak following a discontinued treatment. His cycler had alarmed for air detected in the cassette and when he was removing the cassette he found fluid behind the cassette door. The sample was discarded. During follow up the patient's contact reported his effluent remained clear and the patient had completed treatment